Manufacturer narrative:
The service engineer (se) reported that it was found that the primary speaker #2 wire was disconnected from the pm pcba, causing a 1102-primary alarm failure code. The se reconnected the primary speaker to pm pcba. Performed verification tests. Machine ready for use.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
It was reported to philips that the device was displaying a check vent alarm at power on with code primary alarm failed. The device was not in clinical use at the time of the event. There was no report of patient impact or harm. This issue occurred during the power on self test (post). The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse informed the customer that code is used to diagnose a failure, and the failure code indicates a power speaker fail. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.